Manufacturer narrative:
Device evaluation: the device related to the reported events double capsule and rupture was received on november 13, 2025 with lot number 2451675. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ double capsule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "damaged", "mechanical complications", "double capsule", "fluid of approximately 8 mm thickness", "intracapsular rupture" and "flaccid breast". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "damaged", "mechanical complications", "double capsule", "fluid of approximately 8 mm thickness", "intracapsular rupture" and "flaccid breast". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.